Event description:
This report is for complaint #(B)(4).

Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: during a surgery on (B)(6) 2012, the drill bit broke. This did not have a negative impact on the procedure, which was finished successfully. The broken part of the bit remained in the patient. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: the part was returned for inspection and the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. The fracture is homogenous which indicates material conformity. The reported issue is possibly indicative of too much mechanical force applied during usage; however, the exact cause which led to this occurrence is undetermined. This complaint is considered indeterminate from a manufacturing standpoint. Placeholder.